Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.(B)(4).

Event description:
Caller reported blood glucose results 4.9 mmol/l on mobile system, 11.2 mmol/l on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.